Event description:
Pt on vent noted to be coughing and with red face. Found to be only getting 50cc tidal volume and saturation 83%. Hme found to be occluded and pt was not being ventilated. Hme removed and pt improved unknown affects of episode of hypoxia. Hme replaced with non-filter type.